Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, the issue resolved.